Event description:
The patient was admitted to the hospital for removal and replacement of bilateral breast implants and total capsulectomies secondary to disrupted breast implants with tight scarring capsulation, bilateral breast deformity and silicone in the tissues. The patient noticed that the left breast implant ruptured two weeks ago when she was sitting at her desk. These breast implants had been placed in 1995. The patient authorized the hospital to dispose of her surgically removed breast implants.